Manufacturer narrative:
The returned valve was patent and met the requirements for leak, reflux, pressure-flow and pre-implantation testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may have temporarily occluded the device resulting in no or poor flow. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system.¿ a review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that when the physician tested the device before implanting, there was no flow. According to the report, another valve was opened, hooked up to the catheter and it flowed fine; therefore the surgery went on well. The report stated that there was no injury to the patient.

Manufacturer narrative:
The product analysis has not been completed. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).